Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose levels and no delivery alarm. Customer¿s blood glucose level was 600 mg/dl. Customer treated their high blood glucose levels via insulin pump. Customer's current blood glucose level was 364 mg/dl. Customer performed troubleshooting for no delivery alarm. Customer advised they tried all remedies however the issues remained unresolved. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.